Event description:
It was reported to boston scientific corporation in 2009, that a one step button initial placement gastrostomy kit was used during an peg (percutaneous endoscopic gastrostomy) procedure performed four days prior. According to the complainant, during withdrawal of the tube from the stomach, the tube tore off around the button. The distal detached segment fell into patient's stomach, the tube tore off around the button. The distal detached segment fell into patient's stomach. The detached tube was removed without issue. The procedure was completed with a different device (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.